Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If additional information is received it will be reported on a supplemental report.

Event description:
On (B)(6) 2011, fracture subtrochanter. On (B)(6) 2011, primary surgery with long gamma3 nail, (B)(6) 2011, nail broken, and revision with new gamma3 nail + trocander grip plate.